Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed rash under all of the therapy electrodes that developed into open sores. Patient reported that the area is very itchy with puss and open sores. The patient's physician instructed the patient to use cortisone cream and making sure the patient dries fully after showering. Physician believes rash was due to sweating. Patient reported that the rash is improving.